Event description:
During the greenfield 12 fr ss vena cava filter implant procedure, two of the filter legs were observed to be crossed following deployment. No pt injuries or complications were reported. The pt's status was reported to be "fine".